Manufacturer narrative:
Device evaluated by manufacturer? Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the pump stopped running from time to time with "pump failure". As a result, an alternate device was employed. There was no delay in the surgical procedure. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to display "overspeed", "underspeed", and "stop: pump jam" error messages. It was determined that grease on the encoder from a leaking main bearing and grease on the drive motor encoder from the drive motor bearing was the cause of the problem. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.